Event description:
It was reported that the patient¿s pump and catheter were explanted because, the pump had eroded through her skin. When the pump was explanted, it ¿leaked¿ for 3 days and she developed a ¿critical wound¿ with the glue and stitches that were used. The wound didn¿t heal until (B)(6) 2014. At the time of this report, the patient was on oral baclofen and dantrolene, but it wasn¿t working as well as the intrathecal baclofen did and the patient was uncomfortable. The device system was used to deliver baclofen.

Manufacturer narrative:
Product ID 8711, lot# j11447r05. Implanted: 2003 (B)(6); product type catheter product ID 8711, lot# j11447r05. Implanted: 2003 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information was received. It was reported that the end date of intrathecal baclofen treatment was (B)(6), 2013. At the time of report, the patient was stable, but had increased spasticity. The device system had been used to deliver lioresal.